Event description:
It was reported that the clips break spontaneously. There was no patient injury.

Manufacturer narrative:
Qn#(B)(4). Per DHR the product hemolok ml clips 6/cart 84/box lot# 73e1800484 was manufactured on 05/28/2018 a total of 13,356 pieces. Lot was released on 05/31/2018. DHR investigation did not show issues related to complaint. The customer returned one unit 544230 hemolok ml clips 6/cart 84/box for investigation. The clips cartridge was visually examined with and without magnification. The cartridge was returned with clips broken at the hinge and one intact clip remaining. The observed damage is consistent with improper loading of the clips or with using damaged appliers. The appliers were not returned. Functional inspection was performed on the returned sample. A lab inventory clip applier was used. The intact clip was able to properly load into the jaws of the applier and was successfully applied to over-stressed surgical tubing. No problems were found with the clip that was returned in the cartridge. The damage to the clips appear to have been caused by improper loading of the clips or as a result of damaged appliers. The IFU for this product, l06110, was reviewed as a part of this complaint investigation. The IFU states, "always check the alignment of the applier jaws before use. When closed, jaw tips should be directly aligned and not offset. Alignment of the jaw is critical for safe application of the clip. If this is not done, patient injury may occur. Proper maintenance, care and cleaning are necessary to ensure proper functionality." A corrective action is not required at this time as the damage observed on the clip indicates that operational context caused or contributed to this event. However, it could not be determined how or why the clip broke. The reported complaint of "clips break" was confirmed based upon the sample received. One cartridge was returned with clips broken at the hinge and one intact clip remaining. Upon functional inspection, the intact clip was able to properly load into the jaws of a lab inventory applier and was successfully applied to over-stressed surgical tubing. The observed damage to the loose clip is consistent with improper loading of the clips or using a damaged applier. It is unknown how the returned clips were handled during use and the appliers used at the time of malfunction were not returned for investigation. A device history record review was performed and showed no evidence to suggest a manufacturing related issue. Therefore, based upon the damage observed, operational context caused or contributed to this event.

Manufacturer narrative:
Qn# (B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the clips break spontaneously. There was no patient injury.